Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-08-03. H6: investigation summary three photos and one sample were received by our quality team for evaluation. From the photos and sample, the plunger was observed to be detached from the stopper due to the plunger head missing. No abnormality was observed on the scale line printing. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The probable root cause could be due to the molded plunger tip being hit against the molded plunger target box when transferring from the molding machine to the assembly line. A curtain will be installed at the molded plunger target box to acta as a cushion and reduce impulse. Communication with the production technicians to raise awareness on the reported defected will also occur. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that syringe 1ml ls tuberculin plunger was difficult to move and had scale marking issues. The following information was provided by the initial reporter: this is a report about the following two issues of syringe. The customer is using this product for covid vaccination. (1) plunger movement difficult: the hcp could not move the plunger to aspirate the solution. (2) scale marking issue: the hcp pushed the plunger completely but the stopper's position did not match scale 0 ml.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 1ml ls tuberculin plunger was difficult to move and had scale marking issues. The following information was provided by the initial reporter: this is a report about the following two issues of syringe. The customer is using this product for covid vaccination. Plunger movement difficult: the hcp could not move the plunger to aspirate the solution. Scale marking issue: the hcp pushed the plunger completely but the stopper's position did not match scale 0 ml.